Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, the patient presented with a fever due to a device pocket infection. The patient was treated with antibiotics and admitted to the hospital. The device and leads were explanted and replaced. The patient was stable.